Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a pcl procedure, the tip of the device broke upon insertion. The broken tip was successfully removed and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Numerous threads of the anchor have broken off. The broken pieces were not returned for evaluation. The inserter tines are bent at its distal end, consistent with off axis insertion. It was reported the surgeon utilized a 3.8mm tapered awl. Breakage of suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The proper instrumentation for site preparation for this anchor is a 5.5 mm threaded dilator. Use error is a contributing factor for the event.